Manufacturer narrative:
Analysis of the ins found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell near/on the ins site and that afterward they were experiencing shocking in their back and legs, and pain. Following the fall the patient was taken to the ER by an ambulance, during which a paramedic turned stimulation off which reduced the patient's pain. The ins was replaced but the existing leads were kept in. Impedances were within normal ranges and the patient was no longer feeling the shocking, but rather the stimulation that they were feeling prior to the incident. The explanted ins was to be sent back to the manufacture for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Applicable to the event. If information is provided in the future, a supplemental report will be issued.